Event description:
It was reported during remote follow up that the atrial lead exhibited decreased sensing amplitudes and increased capture threshold. Chest x-ray revealed that the lead had dislodged. The lead was explanted and successfully replaced. There were no patient consequences.